Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer's blood glucose reading was between 40 and 45 mg/dl. Customer treated with a glucose tab. Customer was advised by her health care professional to change her basal rate. Product is not being returned or replaced.